Manufacturer narrative:
Stryker further evaluated the customer¿s device at the product analyses center (pac) and the cause of the reported issue of missing magnet in the lid was determined to be due to the bent/stretched magnet retaining clips. The cause of the reported issue of device not powering on when lid opened was isolated to the reed switch, sw5.

Event description:
The customer contacted stryker to report a non-critical issue with their device. During evaluation stryker observed that that the device was missing its lid magnet and it would not power on when lid opened. In this state, the device may not be able to provide defibrillation therapy, if it were needed. There was no report of patient use associated with the reported event.

Event description:
The customer contacted stryker to report a non-critical issue with their device. During evaluation stryker observed that that the device was missing its lid magnet and it would not power on when lid opened. In this state, the device may not be able to provide defibrillation therapy, if it were needed. There was no report of patient use associated with the reported event.

Manufacturer narrative:
A stryker service representative performed an initial evaluation of the customer¿s device and observed that that the device was missing its lid magnet and it would not power on when lid opened. The device will be further evaluated at the product analyses center (pac). The customer will be provided with a replacement device. Stryker continues to investigate the reported issue and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.